Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The reported patient effect of dissection is listed in the perclose prostyle instructions for use, as a known adverse event associated with use of suture mediated closure devices. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4: lot # unknown - device discarded. The additional prostyle devices referenced in b5 are filed under separate medwatch report numbers.

Event description:
It was reported that arteriotomy closure of the moderately calcified left and right common femoral arteries were attempted with 8 prostyle devices (4 on the left and 4 on the right) after an interventional iliac stenting procedure using a 6f sheath. Reportedly, with all 8 devices, a cuff miss [suture retrieval issue] occurred. Vessel dissection was noted on both access sites due to the device failure. A bilateral cutdown was performed to treat the dissected vessel and to achieve hemostasis. The patient was in the hospital for two days due to the device issue. There was no adverse patient sequela. A clinically significant delay in treatment was reported. No additional information was provided.